Event description:
It was reported that a symptomatic patient presented to the emergency room with a device that was double counting r-wave on the ventricular lead. The patient received inappropriate hv therapy. The oversensing was noted on a stored egm. Reprogramming changes were made. The patients condition is good.

Event description:
It was reported that a symptomatic patient presented to the emergency room with a device that was double counting r-wave on the ventricular lead. The patient received inappropriate hv therapy. The oversensing was noted on a stored egm. Reprogramming chang...